Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 heater wire tip broke. No components of the device (metal / silicone) detached into the harvesting tunnel / inside the patient. There were no procedural delay. Completed procedure using another vh-3500. No patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 11/07/2022. An investigation was conducted on 11/15/2022. Signs of clinical use and light evidence of blood were observed on the device. Only the cannula was returned for evaluation. The c-ring was observed to be cut in half down the center with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. The scope wash tubing was observed to be bent. Based on the returned condition of the device and investigation results, the reported failure "material twisted bent; wire" was not confirmed; however, the analyzed failures "break; c-ring" and "material twisted bent; c-ring" were confirmed. The lot # 3000260539 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.